Event description:
Increased incidence of nosocomial fungemia related to central venous catheters. Subsequently found that line related infection of all causes increased. There were 8 excess cases of candidemia related to lines from 8/15/2004 - 10/13/2004. Rate of line related bsi went from a baseline of 0.66/1000 pt days to a peak of 2.45 -95% ci 1.1-3.7- in sept. 2004. The increase in infections corresponded to introduction of a new central catheter dressing. After removing the suspected product, rate has fallen back to 1.0 -ci0.51-2.6-cases per 1000 pt days in 1/2005.